Event description:
It was reported that the remote alert of a mechanical heavy shock to the detector. The device was in clinical use and there was no harm to patient or user. Additional information received that the detector had been dropped.

Manufacturer narrative:
Reference ID:(B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the detector has been dropped and now it is losing connection and turning off. The device was in clinical use and there was no harm to patient or user. The remote service engineer (rse) contacted the customer after receiving a proactive system alert (remote alert: dxr.det.det.heavyshock_alert v2.9) indicating that the skyplate detector had experienced a significant shock event. Heavy shocks were recorded in the shock logs. The customer confirmed that the detector had suffered a fall when a patient, while moving, accidentally knocked it off the examination table. The customer further reported that there were no image quality issues or functional problems, and the detector remained in clinical use. The rse informed the customer that falls or impacts may lead to issues such as image artifacts or wireless communication problems and advised them to monitor the detector closely. The customer was instructed to contact philips if any issues arise so that further support can be provided. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).